Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: twiddler syndrome and concomitant pocket infection: double trouble. Heart rhythm case reports. 2021;7:357¿360. Doi.org/10.1016/j.hrcr.2021.03.001 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding twiddler syndrome and concomitant pocket infection. The article reports a patient who presented to the electrophysiology device clinic with complaints of twitching in their left arm and chest. Upon interrogation, it showed that the device was neither sensing intracardiac signals nor capturing the myocardium in the right atrial (ra) and right ventricular (rv) leads. The exam was notable for visible left pectoral twitching, as well as mild fluctuance of the pocket. The patient was referred for a chest radiograph, which showed dislodgement of the ra and rv leads with the leads wrapped around the generator. It was also noted that the generator had slightly rotated from its original postprocedural position. The device was reprogrammed, and tachy-therapies were disabled. The patient was taken back to the lab with plan for extraction and possible reimplantation of a new device. However, upon opening the pocket, purulent fluid discharged, and the leads were visibly coiled. The device was then explanted under the impression of a pocket infection and tissue cultures were sent. A drain was placed, and the wound was left open to allow drainage. Intravenous (IV) antibiotic treatment was given. The drain was removed after 72 hours, and the wound was closed using secondary closure method. The cultures from the pocket and blood cultures all returned negative. After a week of intravenous antibiotics, the patient underwent placement of a single-lead right-sided implantable cardioverter defibrillator (ICD). The status/disposition of the device and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.